Event description:
Procedure: lap gastric bypass. Reportedly, the instrument fired and some resistance was noted and when the black knobs were pulled back, the jaws failed to open. Instrument and to be cut off tissue. New stapler was applied, and completed case.